Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was brought to the hospital for a kidney stone and they gave him morphine and he had a CT scan. The device was not turned off for this and the patient wondered what could have happened. The patient stated since the CT scan, he does not have to turn up stimulation like he normally would in order to feel the sensation. CT guidelines were reviewed. No further complications were reported/anticipated.